Manufacturer narrative:
Concomitant products: c154dwk, crt-d, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture. The lead was programmed off and was subsequently capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.